Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module displaying a yellow wrench alarm and making a clicking sound was not confirmed. The power module, serial (B)(6), was not returned for analysis. There were no photos submitted for review. The provided information stated that the customer had a power module that they wanted to send in for repair. The yellow wrench alarm was flashing, and the unit was making clicking sound. They replaced the battery but the issue still remained. Multiple attempts were made to obtain additional information from the customer regarding the return of the product; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 4-¿system monitor¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module would be sent in for repair because it was displaying a yellow wrench alarm light and making a clicking sound. The battery was replaced, but the clicking remained while plugged in.